Event description:
It was reported that a 480cc mentor memorygel breast implant prosthesis ruptured during a breast surgery prior to being implanted into the patient. The surgery commenced after a 15-minute delay and a new implant was used to complete the implantation. No reported adverse events or patient outcomes were reported.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. However, a photo of the device was provided. Upon visual evaluation of the image provided in the complaint, the implant was observed to be ruptured. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 01, 2022, the mentor analysis lab received the suspect medical device for evaluation. On june 27, 2022, mentor completed an evaluation on the returned device. Mentor then conducted a visual inspection and microscopic examination of the device. Visual analysis of the returned sample determined that the breast implant was found to have a tear on the anterior view measuring approximately 8.7 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear, measuring approximately 0.3 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Additionally, it was realized that mentor omitted information inadvertently. In the initial report, the submission should have included the following manufacturing record evaluation: a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The manufacturing date was also updated per the record evaluation. Manufacturer¿s reference number: (B)(4) in the initial, h10 additional manufacturer narrative should have included a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The manufacturing date was also updated per the record evaluation to 12/14/2021.